Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator would not "sense right" at any setting. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: initial service of the device confirmed the reported event, the interconnect flex was out of electrical specification. Further component-level analysis was then performed on the interconnect flex. This analysis could not confirm the reported event, no defects were found. Anomaly had disappeared.